Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the cystic duct has been cut by clips. "Clips sticked" after three to four shootings. Rotation handle did not rotate properly. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there a cystic duct leak during procedure when clip cut duct? Yes. What shape was clip that cut cystic duct? Unknown. How was cystic duct repaired? It was repaired with suture. Did device also jam and not fire clips at some point during procedure? After 2 firing, device did not fire clips. Was there any change to procedure or post-op patient care? Surgery turned to open surgery. Was there any patient consequence besides cut to cystic duct? No.